Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2021-04022.

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a haptic broke off inside the patient's eye. Additional information has been requested and received stating the surgeon noticed the plunger jerk forward at the point of implementation. The lens then seemed to flip over and was upside down in the eye. At that point, the surgeon noticed that one of the lens haptics had broken off. The surgeon then removed the lens and a second lens was then implanted successfully.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to wound guard. No damage observed. Iol returned in a specimen container. Solution is observed on the iol. Iol is cut in half though the optic. One haptic is broken/torn and is returned. Additional information: the complainant indicates the use of non company viscoelastic. Ultra sert device is qualified for use with company ovds only. While we are unable to determine the origin of the damage/reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).